Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 600 mg/dl. To address the bg level, the customer delivered manual injections. Reportedly, the customer believed that the pump took 2 hours to deliver a bolus, and that there was long periods of time when the insulin on board (iob) displayed 0 units and believed that they were not receiving insulin at that time. Tandem technical support (cts) verified that the customer was referring to insulin duration, and confirmed that the insulin duration settings were set to 2 hours. Additionally, the customer was educated on the bolus features of the pump, and that a bolus is delivered within minutes depending on the size of the bolus. Subsequently, when referring to 0 units in the iob, the customer did not realize that basal delivery is not displayed in the iob, and cts confirmed that basal was being delivered as intended. The customer understood the information and was satisfied.